Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event r ported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 6 of 6: reference #1627487-2016-04150; reference #1627487-2016-04151; reference #1627487-2016-04152; reference #1627487-2016-04153; reference #1627487-2016-04270. The patient had 2 anchors with the same lot number and 2 extensions with the same lot number. It was reported the patient was treated on (B)(6) 2016, by a wound care physician due to an infection at the lead sites. The patient's leads were explanted, date unknown. The patient's ipg was previously explanted on (B)(6) 2016; due to an infection at the ipg site (reference MFR report # 3006705815-2016-00282).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 6 of 6. Reference #1627487-2016-04150, #1627487-2016-04151, #1627487-2016-04152, #1627487-2016-04153, #1627487-2016-04270.follow up revealed the infection has resolved.